Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. No numbers ramping up noted. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.